Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had ¿high, intense burning pain¿ when recharging. The patient¿s symptoms were increasing to a ¿great deal of pain¿ since implant. It was later reported that immediately after the revision, the patient had issues with recharging/coupling due to the antenna not sitting flush/correctly on the implantable neurostimulator (ins). The patient currently had programming set to ¿adaptive program b leg 1¿ at an amplitude of 1.10 volts. The patient reportedly spoke with her doctor and was told that is was ¿o.k¿ to have the ins on manual mode instead of adaptive stimulation mode. The patient was to contact the manufacturer representative for reprogramming once she wanted to enable the adaptive stimulation setting. Please refer to mfg. Report # 3004209178-2013-12102, as that report pertains to the events leading up to the patient's revision. This report captures the events that transpired after the revision. It was later reported on (B)(6) 2013 that the patient¿s device was removed today because the patient wanted it explanted. No problems were known.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: portions of this event were reported to the manufacturer via maude report #mw5030429.